Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported hypotension appears to be related to the reported perforation; however, a cause for the perforation cannot be determined. Perforation and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as an asd closure device was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and suboptimal transseptal puncture. One clip was implanted, reducing mr to a grade of 1+. However, after removal of the steerable guide catheter (sgc), a temporary slight drop in blood pressure occurred, and a right to left main shunt was observed. Therefore, an atrial septal defect (asd) closure device was implanted. After the asd closure device was implanted, the blood pressure returned to baseline. There was no clinically significant delay in the procedure. It was noted that the operation was successfully completed.